Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fan failure. There was no injury reported.

Event description:
It was reported during routine check by customer that the cardiosave intra-aortic balloon pump (iabp) had fan failure. There was no patient involvement.

Manufacturer narrative:
Due to characterization limit e1 event site name is.(B)(6). A supplemental report will be submitted upon completion of our investigation.